Event description:
It was reported that during a hand assisted lap nephrectomy procedure, the activation buttons were not working. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.